Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient has not charged the system in over a year. External devices showed error messages when trying to connect to the ipg. The patient may undergo surgical intervention.